Event description:
Later, healthcare professional reported, right side rupture. And a implant removal from textured to smooth, due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, along the same edge of device, broken device edge on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and broken device on posterior side assessed as surgical impact opening (shell thickness within specification). ¿ anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick.

Event description:
Patient reported right side rupture and exchange from textured to smooth. Later, healthcare professional reported right side rupture and a implant removal from textured to smooth due to the concerns of the product. The device has been explanted.

Event description:
Patient reported right side rupture and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.